Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing in the right atrial and right ventricle channels. The oversensing had resulted in pacing inhibition in the right ventricle. No adverse patient symptoms were reported.